Event description:
It was reported that during a lap sigma procedure, the device did not function at all. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 8/19/2008. Damaged yoke and damaged firing trigger teeth. Eval summary: the analysis showed that the device was rec'd in good visual condition with a reload in the device. The reload was rec'd partially fired and with the reload lock out tab bent. The damage to the reload's lockout tab is consistent with damage observed when firing stroke is completed. Do not partially fire the device. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was found to be non functional as the firing and clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger and yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth and firing trigger teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required spec. The mfg records were reviewed and no anomalies were found during the mfg process.